Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 8042b crtp, implanted on (B)(6) 2009. (B)(4).

Event description:
It was reported that a loss of capture on every configuration was noted on the left ventricular (lv) lead. The lead was capped and replaced. It was also reported that the cardiac resynchronization therapy pacemaker (crt-p) was prophylactically replaced. The patient is pacing dependent, therefore replacement was initiated to preclude permanent impairment of a body function or permanent damage to a body structure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.